Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an rotator cuff repair procedure, a 3.8mm primer was used and the passage of the anchor tip was made. Threading was proceeded and halfway through the step the anchor of the healicoil broke and could not be finished screwing. The anchor was removed. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported. The patient's health condition is stable.

Event description:
It was reported that during an rotator cuff repair procedure, a 3.8mm primer was used and the passage of the anchor tip was made. Threading was proceeded and halfway through the step the anchor of the healicoil broke and could not be finished screwing. The anchor was removed. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. The back up was used in the originally bone hole, so no void was left in the patient. No further complications were reported. The patient's health condition is stable.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor, distal plug, and proximal anchor were not returned. The insertion device has no visible defects. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A material assessment could not be performed due to the reported anchor not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factor that can contribute to the reported event include excessive force on the device, excessive torque, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.